Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed "limited mix capability, only 21% or 100% o2 (oxygen) supported, provide alternate source of ventilation" and entered into backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the unit entered backup ventilation (buv) through the background diagnostic code logged in memory. Sp reseated all the inspiratory flow module (ifm) cables and performed the extended self test (est). The unit passed all tests during service and the unit was left ventilating on test lung for 2 days. With the available information, the cause of the reported issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed "limited mix capability, only 21% or 100% o2 (oxygen) supported, provide alternate source of ventilation¿ and entered into backup ventilation (buv). There was no injury to the patient.